Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was successfully implanted and subsequently the surgical ring was fractured post valve implant. The user fractured the surgical ring, which is an off label use of the evolut r valve. It was reported that the left coronary artery was completely occluded with thrombus and the sinus of valsalva (sov) was filled with thrombus. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. Additionally, bleeding is a known potential adverse effect per device instructions for use (IFU) and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the patient's state of health, pre-existing medical conditions and the access point for the implant. The cause of the bleeding and thrombus is unknown as well as any prescribed anti-coagulation regimen. It was reported that the physician speculated whether there was a tear at the sinotubular junction, or it was caused by the subsequent fracking of the surgical valve. With the limited information available, no device returned for evaluation and images unable to obtain to review, the conclusive cause of this event and the relationship to the device cannot be established. There is no evidence of device malfunction or manufacturing related issue. From the available information, there is no indication that the event was related to a failure or malfunction of the medtronic device. An autopsy was performed; however, the results were not made available to medtronic. A relationship of this event to the device or procedure could not be determined. This event may have been attributable to the combination of the reported events and other predisposed factors. A relationship between the valve and the death could not be established based on the limited information provided. No allegations were made against the device, and there was no indication that a malfunction contributed to the reported events. Additionally, the event description does not indicate a potential manufacturing issue. Trends for these event types are being assessed and no further action is recommended at this time. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed non-medtronic 19 mm surgical valve, a coronary angiography followed by general anaesthetic were performed in the same procedure. The valve was successfully implanted and then the surgical ring was fractured post valve implant. The patient was unstable and required inotrope support following the procedure. During recovery, the patient suddenly arrested and was placed on a lucas machine. In the cardiac catheterization laboratory, an angiogram was performed and revealed the left coronary artery was completely occluded with thrombus and the sinus of valsalva (sov) was filled with thrombus. The cause of the bleeding and thrombus is unknown. The physician speculated whether there was a tear at the sinotubular junction or if it was caused by the surgical valve fracking. The patient died four days post valve implant. The cause of death is unknown. An autopsy was performed, but the results were not made available.